Event description:
A malfunction alarm was reported, but there were no notable events prior to this occurrence. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, and the caller successfully did so, with the malfunction code not recurring after resetting. Customer was advised to continue using the pump and to call back if the issue recurs, which they understood and acknowledged.